Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" and "replace sensor" message upon scanning the freestyle libre 2 sensor. As a result, the customer was unable to obtain glucose scans and experienced symptoms of "sensation of asthenia, headaches", seizure, and loss of consciousness. The customer was already hospitalized at the time and was treated by the emergency doctor with g10% and g30% infusion after finding that oral sugar treatment was ineffective. There was no report of death or permanent impairment associated with this event.